Event description:
A caller reported a malfunction on the pump, identified by a code which could be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller with the process, and resolved the issue, allowing the customer to continue using the pump. The caller was advised to contact technical support again if the malfunction code reappeared and confirmed their understanding.